Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion breaching the outer insulation was noted at 45.9 cm to 46.4 cm from the connector pin consistent with friction to another implanted device or feature of the heart. The cause of the reported event was due to an external abrasion which is consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
It was reported that during a generator replacement procedure, the atrial lead was explanted and replaced. Additional information was requested but has not been received. No further information is available at this time.